Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the left monitor. The system was tested and is operating as intended.

Event description:
The customer reported that the left monitor of the 9800 system would not turn on. No pt injury was reported.